Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Customer states the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer notices that after the reservoir is locked in, the quick set will squirt out insulin. The customer has lost 12 pounds and exposed the pump to x rays. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act and escape) button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify exposure to magnetic field, possible over delivery anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test due to no button response.